Manufacturer narrative:
The date received by manufacturer has been used for this field. Investigation: no sample (no photo ) investigation as sample is not available. Device history record reviewed batch # 3206409 (material # (B)(4)). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 3206409 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Based on information above complaint not confirmed. (B)(4).

Event description:
It was reported that the 21 g x 1 1/2 in. Bd integra¿ 3 ml syringe with detachable needle would not retract. There was no report of injury or medical interventions.